Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings. The customer had about 6 instances where he had high readings. The customer's blood glucose was 245 mg/dl as a result. The customer had symptoms such as feeling a bit wretched. The customer treated by site change and bolus. The customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.